Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient had an unrelated hip surgery, and since the surgery the implantable pulse generator was unable to establish communication. A magnet was used to clear the message however the issue persisted. A surgical intervention is anticipated in the near future. No additional information is available at this time.